Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All of the buttons functioned properly. No number ramping anomaly was noted on the display. However, moisture damage was noted on the keypad traces. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump were ramping during blous. Customer also reported receiving a battery out limit on the insulin pump. Blood glucose level was 375 mg/dl at the time of the call. No further information was provided.